Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a shaft break occurred. The lesion location and characteristics are unknown. The maverick 20mm x 2.5mm balloon was advanced to the lesion and inflated to 6 atm and the shaft broke. The inflation duration is unknown. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient status is reported as "stable." Multiple attempts to obtain further information have been unsuccessful.

Manufacturer narrative:
Product analysis confirmed the shaft break stated in the complaint. The returned device was received in 2 pieces. The product mandrel was received in the device. One piece of the shaft measured from the distal end of the strain relief to the location of the shaft break measured 69 centimeters. The second piece of the shaft measured 73.5 centimeters from the shaft break location to the distal end of the tip. Microscopic examination of the hypotube fracture surfaces presented an ovaled appearance that is consistent with a tube that was kinked prior to fracturing. A review of the manufacturing documentation confirms that the reported batch met all material, assembly, and performance specifications at the time of release to distribution. The most probable root cause is operational context, due to anatomical / procedural factors encountered during the procedure which limited the performance of the device.